Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough hc, guide catheter: hyperion, other: guidezilla. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, heavily calcified, 99% stenosed distal left anterior descending coronary artery. A 2.5 x 15 mm non-abbott balloon dilatation catheter was used for pre-dilatation and was inflated to 20 atmospheres. A 2.50 x 33 mm xience alpine stent delivery system (sds) was chosen for the procedure. The sds was advanced with no resistance through a non-abbott guiding catheter extension to the lesion and would not cross the lesion due to the anatomy. Though resistance was felt while retracting the sds into the non-abbott guiding catheter extension, the sds was able to be removed. Once the sds was removed from the anatomy, the proximal portion of the stent implant was observed to be flared. A non-abbott sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.